Event description:
Reporter stated, the patient's blood glucose was measured, using the compact plus system, with back-to-back results of 169 mg/dl and 93 mg/dl. Reporter indicated that patient's therapy was not modified based on these values. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the compact plus system. Technical support requested the return of the suspect product and replacement product was shipped.